Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer was seeing false "speaker malfunction" error message. There was no report of injury or harm.